Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed white lines, progressed to a frozen screen, and became unusable, with the display stuck at 205 mg/dl; the event was attributed to a hardware display failure consistent with screen bezel separation, and the user transitioned to fingerstick/mdi and continued using their cgm separately. Symptoms included hyperglycemia up to 205 mg/dl for about one hour without alerts for very high glucose, without ketone testing, and without acute clinical effects. Outcomes included no medical intervention, no assistance required, and no hospitalization. Investigation included troubleshooting with the user, education on backup therapy and device return, and data synchronization guidance prior to device replacement. Investigation of this device revealed a device display malfunction consistent with a screen hardware defect impacting the user interface while therapy delivery ceased when the device became inoperable. It was concluded, based on previously established findings for similar reports, that the cause was a hardware failure of the display assembly leading to loss of device usability.